Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose issue. The customer's blood glucose was 119 mg/dl when customer woke up then the blood glucose went to over 300mg/dl still in active auto mode. Current blood glucose is 400mg/dl. Trouble shooting was performed and found no issues. Customer advised to change complete set and treat per healthcare professional. Customer treated the high with the device. The insulin pump will not be returned for analysis.